Manufacturer narrative:
The customer¿s biomedical engineer discovered that the connector on the rear of the cv-190 processor that connects the light source cable to the clv-190 light source is damaged. The biomed stated it is banged up possibly from impact. The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 scope communication error. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the evaluation confirmed a failure of the light source cable connector. Therefore, it is presumed that the ¿error code b30¿ event occurs due to the faulty light source cable connector. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.